Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) loss of capture. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that a revision procedure was performed to add a new rv pace/sense lead due to increasing capture thresholds. This device was electively explanted during the procedure to avoid an additional procedure for the patient in the future. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
The device was later returned for analysis.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Manufacturer narrative:
At this time, this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.